Event description:
During surgery, the surgeon tried to turn the t-handle to push out the hook. However, the t-handle ran idle and the hook was not able to be pushed out from the tip of outer pin. Therefore, the surgeon removed the pin. Afterwards, the surgery was completed with a new pin. Because the device functioned by having changed the pin to another new pin, the surgeon thinks that there was a problem in the pin.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.